Event description:
Customer reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
It was reported that the physician implanted a 5157m/s pulse generator with a 5/6 mm connector, and connected it to a 1646t lead with a 3.2 mm connector without the neccessary adapter. The pulse generator was removed, and a compatible device was implanted.

Manufacturer narrative:
Na